Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided photographs and a 3-lumen catheter. The distal extension line was stretched out / ballooned. No obstructions were found on the catheter. A review of manufacturing records did not yield any relevant findings. The provided instructions do not indicate that the catheter can be used for pressure injecting. Since it appears that fluid was pressure injected, use error caused or contributed to this event. A customer in-service has been requested.

Event description:
It was reported that the catheter was inserted into the subclavian vein without issue to administer various therapies. The patient was then sent to the ICU where they observed that the extension line of the distal lumen appeared to have "melted/collapsed", so the lumen could not be utilized. This issue was believed to have happened in radiology/x-ray. The patient was sent for surgery and it was then the catheter was removed and replaced without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. It was noted that it appears as if they used high volume contrast in short time. I.e. - 140ml contrast at 3.5ml/sec. This is not a pressure injectable cvc, but it was an emergency post mva and they used at MRI department to determine extent of injuries.